Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cardiac ICU nurse was getting low flow alert02). They were trying to fill the device, but it would not take water. Advised low flow was related to air flow rather than water flow. Flow rate (fr) was 0.3lpm. Patient in normothermia cooling or rewarm was complete. Guided to system diagnostics showed that the system hours were 2363, pump hours were 2208, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm. The nurse stated that the unkinked tubing to the left chest pad as they were speaking. This might have resolved their issue. They will call back if they have any additional issues or if low flow alert comes back.

Event description:
It was reported that the cardiac ICU nurse was getting low flow alert02). They were trying to fill the device, but it would not take water. Advised low flow was related to air flow rather than water flow. Flow rate (fr) was 0.3lpm. Patient in normothermia cooling or rewarm was complete. Guided to system diagnostics showed that the system hours were 2363, pump hours were 2208, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm. The nurse stated that the unkinked tubing to the left chest pad as they were speaking. This might have resolved their issue. They will call back if they have any additional issues or if low flow alert comes back.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned for evaluation. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be pressure transducer failure. However, there was insufficient information to confirm this potential root cause. Cardiac ICU nurse was getting low flow alert02). They were trying to fill the device, but it would not take water. Advised low flow was related to air flow rather than water flow. Flow rate (fr) was 0.3lpm. Patient in normothermia cooling or rewarm was complete. Guided to system diagnostics showed that the system hours were 2363, pump hours were 2208, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60 percentage, flow rate (fr) was 2.5lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.